Event description:
It was reported the pt experienced acute pain, exaggerated rebound spasticity, muscle rigidity from the "feet all the way to the hips" and sometimes in the "upper extremities". The symptoms occurred following a pump replacement. During the replacement surgery, a portion of a metal rod in the spine was taken out and caused the pt to have "right side collapses". The previous pump was at 385.0 mcg/day, but with the replacement, it was at 540.1 mcg/day with supplemental oral baclofen and valium. The pt's mother stated the pt had been in and out of the hosp multiple times for changes to the pump and there appeared to be a discrepancy with the pump volume. The expected reservoir volume was 2.6 ml but the actual reservoir volume was 5.0 ml. The MFR's rep confirmed that this was within the range for discrepancy predictability. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.